Manufacturer narrative:
The replaced user interface (ui) pcb was further evaluated at stryker product analysis center (pac). During evaluation at pac, the reported issue was verified and the capacitor c181 was found to be cracked and shorted. Therefore, the root cause of the reported issue was determined to be capacitor c181. The replaced ui pcb was archived by stryker.

Event description:
The customer reported their device displayed a blank screen. This can be indicative of a device lock-up. Upon initial evaluation, stryker observed that the device kept rebooting. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer reported their device displayed a blank screen. This can be indicative of a device lock-up. Upon initial evaluation, stryker observed that the device kept rebooting. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to verify the reported issue. Upon inspection, stryker also observed that the device kept rebooting during the power cycle. Stryker replaced the user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.